Event description:
It was reported that an asymptomatic patient presented in clinic for follow up, the device was found to be in back up vvi mode. Device code download was performed successfully. Patient condition is good.